Event description:
Four (4) additional devices were received from the customer for evaluation in relation to this event. This report is linked to previously reported mfg numbers: 3003249645-2022-00007, 3003249645-2022-00008 and 3003249645-2022-00009. This report is now 5 of 7 reports related to the suspected device used during this event and is linked to mfg report numbers: 3003249645-2022-00018, 3003249645-2022-00019, 3003249645-2022-00020. A facility reported that a patient was being treated for bilateral inguinal hernia by laparoscopy. During the surgery, the small intestine was burned even if it was not touched by the extremity of the monopolar handle (cev6385r). It was reported that either of the four (4) devices used could be responsible for the dysfunction. The devices were changed to continue the procedure. The small intestine was sutured. The suspected devices were visually checked, and no defects were observed. The devices were then isolated. No surgical delay or death was reported.

Manufacturer narrative:
The monopolar handle (cev6385r) were returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the monopolar handle was unable to conclusively verify the complaint reported by the customer as valid. Therefore, an investigation for cause was unable to be performed. The handle is not in contact with the small intestine, it is not related to the reported. The received device has been previously repaired outside of microfrance: there are etchings on the device. Root cause analysis: the reported event is not related to the returned monopolar handle; thus, this complaint is unconfirmed. However, the instrument has been repaired/modified outside of microfrance. This modification could weaken the instrument.